Manufacturer narrative:
At this time, the device remains implanted and in service. An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific technical services (ts) was contacted again several weeks later by the field representative to review the patient's daily measurements recorded by their remote monitoring system. A ts consultant reviewed the data and discussed that the two out of range measurements were taken in the morning at the same time which could be related to possible electromagnetic interference (emi). The physician has elected to monitor the patient closely rather than revise the lead due to the patient's current condition. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's remote monitoring system that this device detected a pacing impedance measurement above 2,000 ohms on the competitor's right atrial (ra) lead. The patient was seen in the clinic and a review of the daily measurements noted that the last two measurements were high out of range for the atrial lead. Testing was performed and all lead measurements, including pacing impedance measurements, were in normal range. No noise was observed as well. Boston scientific technical services (ts) was contacted and the ts consultant provided troubleshooting to help determine if it is a lead or device issue. No adverse patient effects were reported.